Manufacturer narrative:
The device was returned as part of the asset return process. During routine inspection, the image froze and a real time image was not available, caused by a bad cable. In addition, a camera cable failure was detected. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The 4k autoclavable camera head was returned as part of the asset return process. During routine inspection of the device by olympus, the image froze and a real time image was not available. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Correction to h8 - usage of device should be reuse this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h8 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed and froze occurred because communication failure occurred due to faulty cable. The cause of the faulty cable was because it was partially disconnected due to a kink. Regarding the cable damage, the instructions for use identify the following verbiage that may prevent the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.